Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatability has been established.

Event description:
A report was received on 08/20/2019 from the home therapy nurse (htn) of a (B)(6) year old male patient with a history of experiencing hypersensitivity type reactions during hemodialysis treatments, who had a hypersensitivity type reaction during a standard hemodialysis treatment on (B)(6) 2019. Additional information was received 20-21 aug 2019 from the htn stating the patient was symptomatic with a headache. 6.25mg IV benadryl was administered and the patient recovered without sequelae.